Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received multiple inappropriate shocks for oversensing in the right ventricle shortly after a left ventricular assist device (lvad) implant. Initially, it was suspected to be p-wave oversensing. Later, the physician stated that he was unsure if it was oversensing of p-wave or if it was some other interference possibly caused by left ventricular assist device (lvad). The programming changes were made and tachy therapies were turned off and the patient was being monitored in the hospital. Upon further evaluation, it was noted that noise was unable to be reproduced. No further intervention was performed. The patient was stable post interrogation and will continue to be monitored.